Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a endoscopic varicose vein procedure, after firing the fourth clip, the device did not open. The device was removed from the tissue and another clip applier was used to complete the procedure with no pt consequence.